Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the pt was brought in for transplant and it was noted at the time of lvad pump explant that the inflow graft was slightly compressed into the flow path and there appeared to be something on the inflow bearing. Pt was not symptomatic at the time of transplant.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is complete.